Event description:
The plastic on one front caster has cracked. Consumer states they were pushing the chair and heard the wheel crack. Dealer states the wheel looks like it went off the curb because the tire is chewed up.

Manufacturer narrative:
Inspect all inventory products, found and isolated n.g product. Responsible person: (B)(4). Date: (B)(4) 2014. Hardness gauge used for wheel, found all product comply with drawings. Responsible person: (B)(4); date: (B)(4) 2014. Inforce quality control. Increase quantity of sampling inspection. Responsible person: (B)(4), date: (B)(4) 2014.